Manufacturer narrative:
Siemens performed multiple correlations between the advia centaur xp and the advia centaur cp at the customer's site and performed an internal investigation. Based upon investigation, siemens issued an urgent medical device correction (cc 15-12.a.us) to customers in the united states and an urgent field safety notice (cc 15-12.a.ous) to customers outside the united states informing customers of the system to system bias. Customers may continue to use the advia centaur tni-ultra assay to report patient results on the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Values within the 99th percentile range of 0.02 to 0.06 ng/ml (ug/l) are interchangeable for serial measurement between the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Customers should consider that values significantly greater than the 99th percentile will show differences between the advia centaur cp and advia centaur/advia centaur xp/advia centaur xpt systems and should consider this difference when interpreting the results. These communications apply to all kit lots until the issue is resolved and a follow-up communication is issued. The differences that the customer is seeing on lot 113 between cp and xp/xpt are within the range of what was observed internally and consistent with the data provided int he urgent medical device correction and the urgent field safety notice.. In addition, siemens ran 30 patient samples on lot 113 for cp vs xp which gave a slope of 0.63 which is comparable to customer data of .62. No patient samples were observed to be clinically different base on the 99th% reference range. The system is performing to specification.

Event description:
The customer performed a comparison between the advia centaur xpt and the advia centaur cp with the troponin ultra (tni-ultra) assay and observed a larger than expected difference in results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the difference in advia centaur xpt and advia centaur cp tni-ultra results.